Event description:
On(B)(6) 2025, during routine clinical use, it was reported that the triple lumen hickman catheter ruptured in a haematology patient. Reportedly, the rupture occurred while the device was in situ and actively being used for intravenous therapy. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the hickman cv catheter that are cleared in the us. The pro code and 510 k number for the hickman cv catheter are identified in d2 and g4. Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one 10fr hickman t/l catheter was returned for evaluation. Gross visual, microscopic, tactile and functional testing were performed. A partial diagonal break (c - shaped) was noted on the distal portion of the white luer extension leg, proximal to the bifurcate. The edges of the partial diagonal break on the white luer extension leg were noted to be uneven. Protrusion was noted in the middle of c-shaped partial diagonal break on the white luer extension, and the surface of the break was noted to be granular. Tactile evaluation was performed on the device and felt normally elastic when the catheter was gently pulled and stretched. No evidence indicating loose fitting was noted near the tissue cuff. No blockages or kinks were observed throughout extension legs and catheter body. Therefore, the investigation is confirmed for the identified burst issue. However, the investigation is unconfirmed for the reported fracture issue as no fracture was noted upon sample evaluation. A definitive root cause could not be determined based upon the provided information. Labelling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Instruction for use reviewed: instruction for use states precautions: ¿ follow universal precautions when inserting and maintaining the catheter. ¿ follow all contraindications, warnings, cautions, precautions and instructions for all infusates as specified by its manufacturer. Iii. After placement, observe the following precautions to avoid device damage and/or patient injury: ¿ infusion pressure greater than 25 psi (172 kpa) may damage blood vessels and viscus and is not recommended. Do not use a syringe smaller than 10 ml! G3, h6 (device, component) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the hickman cv catheter that are cleared in the us. The pro code and 510 k number for the hickman cv catheter are identified in d2 and g4. Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one 10fr hickman t/l catheter was returned for evaluation. Gross visual, microscopic, tactile and functional testing were performed. A partial compound break was noted on the distal portion of the white luer extension leg, proximal to the bifurcate. The edges of the partial diagonal break on the white luer extension leg were noted to be uneven. Therefore, the investigation is confirmed for the reported catheter fracture issue. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, during routine clinical use, it was reported that the triple lumen hickman catheter ruptured in a haematology patient. Reportedly, the rupture occurred while the device was in situ and actively being used for intravenous therapy. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the hickman cv catheter that are cleared in the us. The pro code and 510 k number for the hickman cv catheter are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, during routine clinical use, it was reported that the triple lumen hickman catheter ruptured in a haematology patient. Reportedly, the rupture occurred while the device was in situ and actively being used for intravenous therapy. There was no reported patient injury.